Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for hemostasis. The clinician was not able to successfully deploy the resolution clip device. When the clip was opened, it was not able to be placed on the vessel as it would orient to the side. This was identified at the time of withdrawal from the stomach. There is no info regarding any potential complications or ill effects that may or may not have been sustained by the pt.